Event description:
Pelvic abscess [pelvic abscess]. Case description: spontaneous report was received on (B)(6) 2013, from a physician regarding a female pt (age not provided), initials unk. The pt's medical history was significant for endometriosis. On an unspecified date, the pt underwent surgery for caesarean section followed by application of seprafilm (sodium hyaluronate, carboxymethylcellulose) membrane (single side). The lot number for seprafilm was not provided. On an unspecified date, 3 weeks after seprafilm application, the pt was hospitalized for pelvic abscess. The outcome for the event of pelvic abscess was not provided. Concomitant medications was not provided. The intensity for the event was not provided. The reporting physician did not provide relationship between seprafilm and the event.

Manufacturer narrative:
Manufacturer's comment: the benefit-risk relationship of seprafilm is not affected by this report.